Event description:
It was reported that during a surgical procedure, when the femur was being cut, an error came up on the monitor saying that the drill was not connected. The drill and the foot pedal were disconnected but the same error appeared. The handpiece was recalibrated but the error still there. The drill was replaced and the case was completed. Results of investigation stated that the navio system displayed an error associated with the handpiece. This error occurs infrequently and is a known bug in the siu. Rebooting siu in the only way to resolve this problem.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the log files were returned for investigation. Evaluation of the returned log files was performed which showed a "handpiece disconnect error" (not the reported drill disconnect error), which is related to the over current error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. This confirms the issue in the siu. There was no serial number provided for the DHR review of the siu, therefore it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.